Event description:
It was reported that patient underwent hip surgery on (B)(6) 2009. Revision procedure was performed on (B)(6) 2014 due to acetabular cyst, rising metal ion levels, and soft-tissue pseudotumor. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected and additional information. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent hip surgery on (B)(6) 2009. Revision procedure was performed on (B)(6) 2014 due to acetabular cyst, rising metal ion levels, and soft-tissue pseudotumor. No further information has been received.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Insufficient data are made available by the hospital to render a conclusive opinion on the cause of the reported event. In order to investigate the matter thoroughly access is needed to certain patient co-morbidities, mris, CT scans, full x-rays including laterals (pre- and post- primary surgery), routine blood tests to include inflammatory markers, hip aspiration to exclude infection, intra operative findings, histological findings and confirmation of armd/alval and retrieval. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a hip replacement surgery. Subsequently, a revision procedure was performed due to acetabular cyst, rising metal ion levels, and soft-tissue pseudotumor. No further information has been received.